Manufacturer narrative:
Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
It was reported that the patient presented to the hospital for an unspecified life threatening illness. During his hospitalization, his pacemaker was unable to be interrogated. Troubleshooting was discussed but not performed. No further information was available.